Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Following additionally defects have been detected during (B)(4) investigation. Objective lens scratched. Distal end cover damaged. Connecting tube slightly squeezed. Angulation system wear and tear. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa(>100cfu/ml). The subject device had been disinfected using an olympus automated endoscope reprocessr model etd-3 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.